Manufacturer narrative:
New information has been provided by the ssu (sales and service unit) dated on 2025-12-01. After communication with the customer it was found that the doctor accidentally plugged and unplugged the device while it was powered on during operation, which caused damage to the rotaflow drive and the control board. The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during a doctor's simulation exercise. The device was subsequently stopped from use. There was no patient involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. According to the ssu (sales and service unit) dated on 2025-12-01 it was found after communication with the customer, that the doctor accidentally plugged and unplugged the device while it was powered on during operation, which caused damage to the driver and control board. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure. Therefore, the rfc control board (article number 701034051) has been replaced and the device was successfully tested for safety and functionality and is cleared for clinical use. The defective rotaflow drive was sent to getinge service department in germany for repair. During the investigation of the affected rotaflow drive by the getinge service department on 2026-03-04, the "head error" could be confirmed. In addition, it was found that the rubber nubs missing from the closing assy. Thus, the drive was sent to the supplier emtec for repair on 2026-03-10. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-11-19 for the period of (B)(6) 2021 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2021-06-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow drive: the review of the non-conformities has been performed on 2026-03-09 for the period of (B)(6) 2021 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2022-03-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3.: take damaged devices out of service immediately and have them tested by the authorized service personnel. It is also necessary to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7: service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10: a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
New information has been provided by the ssu (sales and service unit) dated on 2026-01-19. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure. Therefore, the rfc control board has been replaced and the device was successfully tested for safety and functionality and is cleared for clinical use. The defective rotaflow drive will be sent to germany for repair. The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during a doctor's simulation exercise. The device was subsequently stopped from use. There was no patient involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.